Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two (2) samples were received. Sample consist in two (2) cassette products from part number21-7302-24, samples were received in used conditions, decontaminated, without its original packaging and inside of a plastic bag. Visual inspection results: the sample units do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the samples received were connected to the cadd legacy plus [cal. ID: (B)(4) due date: september 2021] to look for unusual function. Results: the two (2) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint is not confirmed, no occlusions detected during tests. No actions were taken since the complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited an "upstream occlusion" alarm. No adverse patient effects were reported.